Event description:
It was reported that an individual using the ilet experienced hyperglycemia with a blood glucose around 200 mg/dl and felt hot, while the pump delivered small correction doses and there was no indication of infusion set issues. Symptoms included elevated blood glucose and feeling hot. Outcomes included no alarms and no healthcare utilization. Investigation included product troubleshooting and user education. Investigation of this case revealed no device malfunction detected and no identified component failure, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.